Manufacturer narrative:
Additional information a4. Manufacturing evaluation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. Localized infection, driveline infection, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including the caring for the driveline exit site and controlling infection sections. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient had a major infection. The patient intermittently febrile x3 days. Presented to emergency room per vad coordinator with admit on (B)(6) 2018. Gram was negative rods blood infection on (B)(6) 2018 cultured as serratia bacteremia on (B)(6) 2018. Infectious disease specialist consulted; zosyn, vancomycin and tobramycin was given. Right arm peripherally inserted central catheter (PICC) line discontinued on (B)(6) 2018. Blood cultures showed no growth, patient was discharged home on (B)(6) 2018; however, continued IV rocephin daily until (B)(6) 2018. No further information was provided.